Manufacturer narrative:
1. DHR/bhr review (lot#4080076): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional testing: 45psi leakage test. The test is passed, no leakage is found at the sample. Conclusion(s): no abnormalities are found in the process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. The hospital reported that bleeding occurred during use. The quantity is 1. The sample cannot be returned. Photos can be provided. Green claims are required. Complaint reply letter and receipt letter are not required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.